Event description:
It was reported that during the implant procedure, there was difficulty placing the left ventricular (lv) lead because of the tortuosity of the vessel. The lead lv lead was placed and the operation was completed. The lead dislodged at a later date. The lead was explanted and replaced. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.